Manufacturer narrative:
Concomitant medical product: c4tr01 ipg implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and variable impedances, and intermittent capture. The ra lead was re programmed, and it is planned to cap and replace the ra lead. No patient complications have been reported as a result of this event.